Event description:
Reporter indicated that vns pt has experienced an increase in both severity and frequency of seizures since implant. Additionally, the pt reports significant hoarseness more than one month post-implant, for which pt was referred to an ent for further evaluation. Pre-vns seizure frequency is documented as being more than 90 seizures per month. Post-vns seizures frequency is unknown at this time. Treating neurologist indicated that the pt's seizure types had not changed and that there were not medication changes that may have contributed to the increase in seizure intensity frequency. Neurologist indicates that pt believes that the reported events are related to the vns and that the pt's condition is "not good." Further investigation revealed that the implanting surgeon contacted device manufacturer during initial implant surgery requesting guidance in identifying the vagus nerve. The surgeon indicated at that time that pt had isolated a large nerve that pt suspected was the vagus nerve and that the nerve was superficial to the carotid artery, which was not the typical location. Investigation to date has been unable to determine the cause of the reported increase in sezure severity/frequency or whether the pt has been diagnosed with vocal cord paralysis.